Event description:
Risk management administrator at hospital reported through a medwatch report received in 2001: "when attempting to place gdc in aneurysm, it was decided to remove it because it was too large for anuerysm. The coil did not stay in the aneurysm. As it was being removed it broke free and could not be removed with snare. It was left in the left middle cerebral artery." Per a phone conversation with risk mgmt one month later: "the pt died 3 days following procedure, risk management will contact the physician to try provide additional information requested." Per a second phone conversation with risk mgmt 19 days later, dr regarding this case provided no additional information; risk mamagement stated that dr does not think that the death of the pt was related to the product. Risk mgmt stated that the pt died of a stroke as a result of the coil migrating to be left middle cerebral artery, but bsc/target was unable to confirm this with the physician.